Event description:
Additional information received indicated that the device has reached elective replacement indicator on (B)(6) 2015, and remains implanted due to the patient's poor health status.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room for an unrelated event. The device was unable to be interrogated, and it was recommended for a replacement. No further information is available.